Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2008. On (B)(6) 2010, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. A pre-study stent cholangiogram was performed and revealed a distal biliary stricture. In addition, liver function tests were performed. A sphincterotomy was not performed during the study stent placement procedure as one had been performed prior to the procedure. The stricture had been previously dilated with a plastic stent. The plastic stent was removed before the study stent placement. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure for the per-protocol study stent removal. The patient reported not feeling well in the evening following the procedure. The patient experienced chills and a fever up to 38.9 degrees c. On the morning of (B)(6) 2011, the patient was still unwell and had a fever of 38.6 degrees c. The patient presented at the hospital and was admitted. A chest x-ray was performed and showed no indications of infiltrate, pleural fluid, or overfilling. The patient did not report any abdominal pain. On (B)(6) 2011, the patient was treated with antibiotics and the event resolved. The patient was discharged on (B)(6) 2011. The discharge notes diagnosed the event as cholangitis with cholestatic liver enzyme abnormalities one day post ercp procedure.

Manufacturer narrative:
(B)(4) study clinical trial. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.